Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and verified the reported malfunction. The fse replaced the breath delivery (bd) central processing unit (cpu), and uploaded the latest software revision to resolve the issue. The unit passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator generated an error message and became inoperable. There was no patient involvement.